Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the delivery issues was due to patient condition, specifically the patient's diseased iliac artery. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the impella cp failed to pass through the introducer and to the left ventricle (lv) due to iliac artery disease. The pump was found to have kinked. The product was explanted and the 2nd pump successfully placed. No harm or injury was noted. Additional information provided that the patient survived the procedure.